Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
During surgery, the tyvek lid of the ampoule was not fully peeled away. A backup device was used.

Event description:
During surgery, the (B)(4) lid of the ampoule was not fully peeled away. A backup device was used.

Manufacturer narrative:
The returned device is a surgical simplex cement, catalog: 61910001, lot: jkt048. It is noted that catalog 61910001 is the single-pack device. Two of these single-pack devices are packed into a simplex p-(B)(4) twin pack, catalog: 61910002 which carries the same lot code, in this case lot: jkt048. For the purpose of this investigation the twin pack device catalogue 61910002 will be considered, as this device is the saleable item. An event regarding a partially delaminated ampoule tyvek lid involving a simplex p twin pack was reported. The event was confirmed. A patch of interwoven fibers of the tyvek lid have partially separated from the tyvek sheet upon opening of the tyvek lid. The remaining layer provides evidence of a full seal between the tyvek lid and the blister. Device history review indicated the twin pack device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. The investigation concluded that the partial separation of interwoven fibres of the tyvek lid was caused by a strong adhesive seal having formed between the tyvek and the blister seal flange. This partial separation did not constitute tearing in that the tyvek lid remained intact as a single sheet and that as such the sterile barrier and ampoule have remained intact. From the stryker performance testing, age testing and in-process testing there is no evidence to suggest that there is an inherent issue with the materials or the design.